Event description:
Information received from a(B)(6) of a report of a patient who was receiving unspecified medication via a luer activated valve for ivaccess when the infusion did not run when flushed. Per the physician unknown intervention was necessary to prevent a medically significant event. The physician indicated the infusion would not continue after the flushing the valve.

Manufacturer narrative:
(B)(4).reportedly samples are available for evaluation, however, the samples have not yet been received.

Manufacturer narrative:
(B)(4). The baxter product analysis lab (pal) received one used and one unused sample for evaluation. Evaluation results indicate: the used sample arrived out of the pouch. The unused sample arrived in an opened pouch. The used sample was visually inspected for a re-knit condition with none found. The sample was then attached to a secondary set that was spiked into a 500 ml solution bag containing reverse osmosis water. The sample was then primed successfully. The unused sample was also visually inspected for a re-knit condition with none found. The sample was then tested for flow as with the used sample. The unused sample also primed and flowed normally. Both returned samples functioned as designed with normal flow noted. The reported condition was not be confirmed. The root cause of this event cannot be identified upon completion of baxter's investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.